Event description:
Consumer was using the gum deep clean toothbrush that fell apart in her mouth and caused some bristles to come loose in her mouth and got stuck in her throat.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.